Event description:
The customer reported that while using a forcetriad generator during a procedure, the patient received a burn. The degree and location of burn is not currently known. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event. The investigation included testing for functionality, safety, output powers and calibration.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.